Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg was advised by the initial reporter that they were never able to replicate the complaint the patient experienced during an evaluation they did. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump is "keep running with no food in bag." Mmdg did follow up with the initial reporter and they stated that the patient did not seem to experience any adverse events and was doing fine after the event. (B)(4).